Manufacturer narrative:
The following fields have been corrected: a1, h6, and d4 and h11 has been updated. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 23-jun-2021 to 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system's network cable was plugged in a wrong port that resulted in delay and replaced faulty control board and latch sensor for drawer 4. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly logged a user out in the middle of a procedure. Patient reported as undergoing a hernia repair. Customer reported that ephedrine and phenylephrine were the required medication. Customer reported a 2-3 -minute delay to care. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly logged a user out in the middle of a procedure. Patient reported as undergoing a hernia repair. Customer reported that ephedrine and phenylephrine were the required medication. Customer reported a 2-3 -minute delay to care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly logged a user out in the middle of a procedure. Patient reported as undergoing a hernia repair. Customer reported that ephedrine and phenylephrine were the required medication. Customer reported a 2-3 -minute delay to care. Patient or user harm was not reported. This event is recorded on complaint (B)(4). A field service engineer evaluated the device and determined that the device's network cable was plugged into the wrong port. The field service engineer confirmed that the device was communicating. Customer confirmed device is operational.